Event description:
It was reported that during a lap gastric bypass procedure, significant gas leakage occurred. Adjusting the insufflator to a higher pressure level did not solve the problem. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.